Event description:
The stent fell off the balloon while physician was inserting it through the guide catheter. It was pulled back fully into the guide catheter and retrieved by placing an apex 1.5/12 angioplasty balloon in the stent and pulling it out. There was no harm to the pt. Reason for use: cad.